Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).

Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6) 2023 (116 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
Berlin heart inc. Was informed by the clinic that a patient developed lue weakness. No acute interventions but recommendation from neurology team was to decrease ptt goal, hold asa, maintain normothermia, normotension, normoglycemial. The patient previously noted to have stable pinpoint thrombin deposits in rvad pump.